Event description:
On (B) (6) 2004, the patient was implanted with gore excluder bifurcated endoprostheses. In (B) (6) 2009, computed tomography showed that the gore excluder bifurcated endoprostheses trunk-ipsilateral leg component had a kink at the level of the graft bifurcation. In (B) (6) 2009, the patient underwent a reintervention where a genesis stent from cordis was placed. The kink was resolved and the patient tolerated the procedure. On (B) (6) 2009, the patient had an occlusion of the right popliteal artery and a surgical intervention was performed. On (B) (6) 2009, the patient presented with right foot ischemia and a puncture cannulation of the right common femoral artery was performed. The problem was resolved and the patient tolerated the procedure. On (B) (6) 2010, computed tomography showed thrombus and/or clot material throughout the interior of the endograft system. On (B) (6) 2010, the physician performed an open thrombectomy in both limbs of the endograft system. Then the endograft was relined with a cook renu device. A left to right fem-fem bypass was also performed. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device: pct231216/031400805.